Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump would not power on, presenting a black or intermittently blinking screen despite prolonged charging on a verified functional pad and multiple power sources, consistent with an unexpected shutdown related to the device¿s seal component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed an insulation problem associated with the seal component that led to device shutdown. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.